Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer called to report blood glucose levels above 600 mg/dl. The customer also reported nausea, headaches and pain in her arms and legs. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin passed the prime and high pressure tests. Due to the customer not being able to lower her blood glucose levels, she was advised to contact the paramedics or to go to the emergency room. Nothing further was reported.